Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7076349, model/catalog description: infinion cx lead kit, 70 cm, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7071371, model/catalog description: infinion cx lead kit, 70 cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient, who had not used her system for over 12 months, experienced discomfort from the leads when leaning back in a seated position. It was reported by the patients husband that the leads appeared to be bunched at the top. The patient also reported a sensation of a knot at the implantable pulse generator (ipg) implant site. In addition, the patient experienced inadequate stimulation. The patient elected to undergo an explant procedure. Postoperatively, the patient was reported to be recovering well. In accordance with facility policy, the explanted device was disposed of and will not be returned for analysis.